Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for evaluation. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed in the "proof of repair". Functional test performed. Electrical safety test according to iec 60601-1 completed. Hipot test completed. Functional test according to test procedure completed. Defective o-rings replaced. Motor does not turn: motor replaced. Short circuit in the motor cable - motor cable replaced. "Tornado": preventive replacement of o-rings performed according to sb13f317. Unit modified according to guideline of manufacturer. Unit safety test (iec60601-1 / din en 62353) performed according to manufacturer's final test procedure with reference accessories. The device has been repaired. A possible root cause could not be determined at this time. During repair process the handpiece body was replaced in handpiece tornado, therefore the serial number of the handpiece has changed to spare part s111363. A check of the manufacturing finished goods records for the reported spare part number revealed no anomalies. These devices were released for distribution on september 23, 2014 expiration date not applicable. There were no anomalies or discrepancies in the manufacture of this lot. A review of the depuy synthes mitek complaints system revealed no complaints of any type for this serialized device. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
Service: doesn¿t turn ¿ jammed motor. No impact on the patient. Postoperatively. The procedure has been completed.